Event description:
A customer observed higher and lower than expected vitros valp quality control results on the vitros 5,1 fs chemistry system. No biased patient results were reported. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected from a patient sample. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that biased vitros valp quality control results occurred on the vitros 5,1 fs system. No analyzer malfunction was identified. Acceptable performance was observed once the customer ensured vitros valp reagent packs were handled in accordance with the manufacturer's recommendations. The investigation into this event concludes that the root cause of the event is unknown and the possibility of improper pre-analytical handling of vitros valp reagent packs could not be ruled out as a possible contributor.